Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1614217) on 19-dec-2016. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("the uterus was like "sponge full of blood"") and allergy to metals ("allergy to titanium") in a 36-year-old female patient who had essure (batch no. 310878 -invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstrual periods"), pain ("pain of different kind"), adenomyosis ("adenomyosis"), amnesia ("loss of memory"), fatigue ("generalized fatigue"), anxiety ("struck with anxiety"), depression ("episode after episode of depression (2 episodes of depression)"), cough ("cough"), insomnia ("insomnia"), oedema ("edema"), tic ("nervous tics"), speech disorder ("speech difficulties"), memory impairment ("I had completely forgotten what I was doing there"), disease susceptibility ("risk for cysts"), neck pain ("cervical joint pain"), arthralgia ("cervical joint pain"), headache ("headaches"), visual impairment ("vision problems"), general physical health deterioration ("her condition got worse, she just couldn't tolerate anything nymore"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy performed on (B)(6) 2016 and total hysterectomy performed on (B)(6) -2016 (removed the fallopian tubes, uterus and cervix)). Essure was removed on (B)(6) -2016. At the time of the report, the uterine haemorrhage, menorrhagia, amnesia, fatigue, anxiety, depression, weight increased, insomnia, oedema, speech disorder, memory impairment, disease susceptibility, visual impairment and general physical health deterioration was resolving, the allergy to metals, pelvic pain and dysmenorrhoea outcome was unknown, the pain, adenomyosis, neck pain, arthralgia and headache had resolved and the cough and tic had resolved with sequelae. The reporter considered adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, cough, depression, disease susceptibility, dysmenorrhoea, fatigue, general physical health deterioration, headache, insomnia, memory impairment, menorrhagia, neck pain, oedema, pain, pelvic pain, speech disorder, tic, uterine haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: on consultation of(B)(6) -2016: patient mentioned that she experienced atypical symptoms, either related to adenomyosis in uterus or to a reaction caused by essure inserts. Most recent follow-up information incorporated above includes: on(B)(6) 2019: information received via legal department. Patient¿s information was updated. Patient also experienced pelvic pain and dysmenorrhea. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1614217) on 19-dec-2016. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("the uterus was like "sponge full of blood"") and allergy to metals ("allergy to titanium") in an adult female patient who had essure (batch no. 310878 -invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstrual periods"), pain ("pain of different kind"), adenomyosis ("adenomyosis"), amnesia ("loss of memory"), fatigue ("generalized fatigue"), anxiety ("struck with anxiety"), depression ("episode after episode of depression (2 episodes of depression)"), cough ("cough"), insomnia ("insomnia"), oedema ("edema"), tic ("nervous tics"), speech disorder ("speech difficulties"), memory impairment ("I had completely forgotten what I was doing there"), disease susceptibility ("risk for cysts"), neck pain ("cervical joint pain"), arthralgia ("cervical joint pain"), headache ("headaches"), visual impairment ("vision problems") and general physical health deterioration ("her condition got worse, she just couldn't tolerate anything nymore") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy performed on (B)(6) 2016 (removed the fallopian tubes, uterus and cervix)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, menorrhagia, amnesia, fatigue, anxiety, depression, weight increased, insomnia, oedema, speech disorder, memory impairment, disease susceptibility, visual impairment and general physical health deterioration was resolving, the allergy to metals outcome was unknown, the pain, adenomyosis, neck pain, arthralgia and headache had resolved and the cough and tic had resolved with sequelae. The reporter provided no causality assessment for adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, cough, depression, disease susceptibility, fatigue, general physical health deterioration, headache, insomnia, memory impairment, menorrhagia, neck pain, oedema, pain, speech disorder, tic, uterine haemorrhage, visual impairment and weight increased with essure. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, case (B)(4) was identified as duplicate of this case and will be deleted from argus. All information was transferred to this remaining case. Lawyer was added as reporter. Date of birth, onset date of essure added. Legacy device report number from deleted case: (B)(4) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 19-dec-2016 and was forwarded to bayer on 19-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ("the uterus was like "sponge full of blood"") and allergy to metals ("allergy to titanium") in a female patient who received essure (batch no. 310878) for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("hemorrhagic menstrual periods"), pain ("pain of different kind"), adenomyosis ("adenomyosis"), amnesia ("loss of memory"), fatigue ("generalized fatigue"), anxiety ("struck with anxiety"), depression ("episode after episode of depression (2 episodes of depression)"), weight increased ("weight gain"), cough ("cough"), insomnia ("insomnia"), oedema ("edema"), tic ("nervous tics"), speech disorder ("speech difficulties"), memory impairment ("I had completely forgotten what I was doing there"), disease susceptibility ("risk for cysts"), neck pain ("cervical joint pain"), arthralgia ("cervical joint pain"), headache ("headaches"), visual impairment ("vision problems") and general physical health deterioration ("her condition got worse, she just couldn't tolerate anything anymore"). The patient was treated with surgery (total hysterectomy performed on (B)(6) 2016 (removed the fallopian tubes, uterus and cervix)) and surgery (total hysterectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine haemorrhage, menorrhagia, amnesia, fatigue, anxiety, depression, weight increased, insomnia, oedema, speech disorder, memory impairment, disease susceptibility, visual impairment and general physical health deterioration was resolving and the allergy to metals and adenomyosis outcome was unknown and the pain, neck pain, arthralgia and headache had resolved and the cough and tic had resolved with sequelae. The reporter provided no causality assessment for uterine haemorrhage, allergy to metals, menorrhagia, pain, adenomyosis, amnesia, fatigue, anxiety, depression, weight increased, cough, insomnia, oedema, tic, speech disorder, memory impairment, disease susceptibility, neck pain, arthralgia, headache, visual impairment and general physical health deterioration with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-feb-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 215 cases. Uterine haemorrhage. The analysis in the global safety database revealed 28 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 310878 is invalid. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the event poor sleep changed to insomnia. Events were added: cervical joint pain, headaches, vision problems, her condition got worse. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to titanium. It was reported that the uterus was like "sponge full of blood" (seen as uterine bleeding). A total hysterectomy was performed. The events are regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In addition, genital or uterine bleeding may occur during essure therapy. As no alternative explanation, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.